Event description:
It was reported to medtronic minimed that the customer experienced issues with the insulin pump. The customer reported had to change the pump battery on the 6th day of use. The insulin pump belt clip was broken, had noisy rewinds, and had to press the center button harder a couple of times. Sometimes the customer had to change the sensors when blood was in it. The event involved product(s) mmt-7020a and mmt-1880l. The troubleshooting could not be performed. No harm requiring medical intervention was reported. No product return is required for mmt-7020a. No product return is required for mmt-1880l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed active current measurement, sleep current measurement test, self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat at 0.0870 inches. All buttons function properly. Unit was successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No abnormal rewind anomalies, no alarms or alerts were noted during testing, however, low battery alert on (B)(6) 2024 17:47:00.000 was found in the history files or traces. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. The j1 connector on pcba 1 was locked properly during visual inspection. Motor was tested outside of the device and it passed. P-cap was attached and locked into place properly. The following were noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay and pillowing keypad overlay. No current code/category was not confirmed. Charge/battery lasts less than expected was not confirmed. Rewind anomaly was not confirmed. Keypad buttons functioned properly during analysis and passed all required testing. Unresponsive keypad was not confirmed. Unable to confirm hemorrhage/bleeding. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.